Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with spondylolisthesis, l5-s1 and underwent 360 degree fusion via posterior o nly approach (transforaminal lumbar interbody fusion). As per op-notes, ¿the end-plates were prepared, the wound irrigated, distraction applied with a scissor jack, and the disk space was sized for cage. It was sized to a 13 millimeter cage. The anterior aspect of the disk space was packed with a combination of bone graft matrix and rhbmp-2/acs. The cage was packed with morselized bone and impacted into the disk space with good fit and fixation. Lateral gutter on the right was packed with a combination of local bone and rhbmp-2/acs; on the contralateral side with bone graft matrix only. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.